Event description:
The customer reported clear liquid leaked from the sample probe onto the counter involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the diluent filters to resolve the probe drip issue. The fse verified repair and validated the system. The unit conformed to the manufacturer's published performance specifications. (B)(4).